Event description:
It was reported that during an unspecified procedure, a perforation and dissection may have occurred. The lesion was located in the right ostial. The physician pre-dilated the lesion with an unspecified balloon, however, "there may have been a dissection at this point" in an unspecified vessel. It was noted that the physician continued the procedure and a perforation in an unspecified vessel occurred. The patient was taken to surgery. The patient's status is unknown. Additional information was requested but was not received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.